Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. Blood glucose (bg) level was 530mg/dl. Bg level was addressed by performing an infusion set site change, administering a manual injection and delivering a correction bolus via the pump. At the time of the report, bg level was 211mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.